Event description:
Philips received a complaint on the v60 ventilator indicating that the device was getting circuit disconnect alarms. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) reported that the customer setup the unit with a test lung and circuit and was unable to duplicate the initially reported issue. The customer stated to the rse that the device was working properly, and the customer was able to trigger the alarm by removing the tube set. The customer was able to reattach the tube set, and the unit acted as it was supposed to. The rse informed the customer that if the device passed preventative maintenance, then the device was fully operational and able to be returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.